Manufacturer narrative:
The device was returned, and the investigation for the reported low pump flow has been completed. The cause of the low pump flow was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, there were continuous suction alarms. The pump was repositioned several times, but the problem was not resolved. No additional informano was provided related to the resolution. No patient harm was reported.